Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine follow up in clinic, numerous episodes of false pause caused by undersensing was observed. The patient has had many false pause episodes that was observed via remote transmission. Software upgrades and programming changes were made. There were no patient consequences from the event.